Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The field service engineer (fse) reviewed the diagnostic mode from the ventilator and found error in the device history logs. The fse replaced the oxygen flow sensor, performed the service & required tests. The ventilator passed extended self test (est) and the specific performance verification test successfully. Failure analysis of the returned part indicates root cause: the oxygen sensor passed all test & the reported complaint of >20lpm difference between oxygen and exhalation flow sensor was not duplicated. No faults were found with this returned oxygen flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer stated that the oxygen delivery test fails during est testing. There was no patient involvement.